Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that hasn't had any problems until just recently. When they goes through walmart they feels like a zap. When they are walking they would feel that same feeling and it goes down their leg. It has been happening off and on since christmas but recently it has been happening more. Doesn't happen every day. The patient indicated that the stimulation is not too high because they know when it is too high because it will kill between the legs. Patient has not had any falls or accidents. They thought they might have to turn the stimulation down. Patient tried, but it won't do nothing. They couldn't turn down the stimulation. Caller tried new batteries. Patient doesn't have patient programmer with them to trouble shoot. The issue was not resolved through troubleshooting. Patient will call back when they have the programmer with them to troubleshoot. Patient doesn't have a doctor currently because they just moved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they do not have their controller, it¿s in storage. They thought the controller was recalled. They recently moved back to south dakota and they went through a walmart screener, which zapped down their leg. They looked it up online and found that it¿s possible for the ins to go off when they go through security screeners. It zaps them every time they go through the walmart screener. The patient feels the zap all down their leg, and they can feel it for a couple hours after it happens. They never had problems before when it was put in and, during covid, they never had issues with it. They moved now and don¿t know if the metal detectors are stronger, because the zaps are really hard. The patient also stated that when they tried to get the controller ¿to program,¿ it wouldn¿t do anything. Their controller won¿t come on which is why they can¿t adjust stimulation. Their storage is packed pretty full, so they can¿t find their controller. The patient hasn¿t gone into the urologist yet and does not have a managing hcp. Pt will try to find controller and call manufacturer for troubleshooting. The patient has their ID card. The patient stated they don¿t have their ins very high, and reports it being at 6 or 7. The patient doesn¿t turn it up because they can¿t walk if it¿s higher. The issue has not been resolved.